Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an contour ureteral stent was used during a ureteral stent implantation procedure in the urinary tract, performed on (B)(6) 2022. During the procedure, when the stent was pushed into the guidewire, the stent became buckled/accordioned and resistance was observed. Another contour ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0406 captures the reportable code of stent buckled material. Block h10: the returned contour vl ureteral stent was analyzed, and a visual evaluation noted that the bladder pig tail was buckled. Moreover, under magnification, it was observed that the tip was torn and stretched. A functional evaluation noted that a mandrel 0.038" was loaded into the device and no resistance was felt. No other issues with the device were noted. The reported event was confirmed. According to product analysis, the device found with the bladder pig tail buckled accordion, moreover, the tip was found torn and stretched. It is possible that operational factors, such as the force used when the stent is pushed up with the pusher/positioner over the guidewire or when the stent was used, excess of force applied during it used could cause the found issues. Consequently, affect the performance of the device. Therefore, adverse event related to procedure is selected as the probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an contour ureteral stent was used during a ureteral stent implantation procedure in the urinary tract, performed on (B)(6)2022. During the procedure, when the stent was pushed into the guidewire, the stent became buckled/accordioned and resistance was observed. Another contour ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.